Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: during investigation, a review of the pump¿s basal history showed data up to 07/30/2013. There was no data in the pump histories from the time of the reported issue due to continued use. During testing, the pump failed to recognize the cartridge during the load step. Additional testing was not able to be performed due to the inability to prime the pump. A display lens leak was found during the leak test. Further testing could not be performed due to the inability to prime the pump. The pump was opened and internal moisture damage found. Unrelated to the complaint, evaluation revealed that the internal clock battery on the printed circuit board had failed. The complaint was unable to be adequately investigated due to moisture damage.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump basal history was not recording. The reporter stated that all of the other histories recorded correctly but not the basal. This report is made based on the allegation of the pump history issue which was not resolved with troubleshooting.